Event description:
It was reported by the ventricular assist device (vad) coordinator that a patient underwent a drive line cleaning and exchange of controller after the cleaning. The patient was reported to be in the hospital at the time of the event. The patient also had a drive line cleaning reported on the day before. The service report notes that there are on-going intermittent electrical faults. The observation from the service report is that dried brownish contamination was observed on both the pump connector and controller socket. Cloudiness was observed in the red drive line wire. The cleaning was conducted in one round with approximately 1 minute and 15 seconds of pump off time. There were no reported consequences to the patient. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states to keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00917 and 3007042319-2015-00918) submitted for devices related to the same event. Device remains implanted.